Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the device was manufactured august 30, 2022 - august 31, 2022. H10: the device was received for evaluation and contained 14 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the results were found to be within the product specification range. Based on the functional flow test result, the device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date between (B)(6) 2023 ¿ (B)(6) 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.